Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, the fiber metal cap detached when the surgeon pulled the fiber through the cystoscope to drain the bladder and flushed out. The procedure was completed utilizing a second fiber. No complications to the patient occurred due to this event.